Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm and not able to resume pump. Reportedly, the customer wears the pump against the skin. During follow up with tandem technical support, the customer was able to clear the alarm and resume insulin delivery. The customer's blood glucose level was not impacted.